Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported condition was observed on the returned photo. Photos provided show an activated company specific device. The plunger appears to be advanced outside the nozzle tip. The lever appears to be in the down position. We are unable to determine the root cause for the reported complaint "the trigger was stuck when activated". The product was not returned for analysis. Based on our observation of the attached photo, the lever appears to be in the down position. As the product was not returned for analysis, definitive determination of the reported complaint cannot be made. Based on this investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that when tried to activate the trigger was found to be stuck. The procedure was completed on the same day. Additional information was requested.